Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was the patient stated they need a form stating their battery is completely depleted and they can still have an MRI. Patient mentioned they have had the device restarted 3 times, but now the battery won't restart. Patient also mentioned they tried to have an MRI last friday, but they couldn't get anything to work so they went home and laid on the charger and tried to get everything working, but it won't communicate. That is when they discovered it is not working. They stated they plan to have the battery removed following the surgery. The patient was redirected to their healthcare provider to further address the issue. Agent provided the number for tech services. Hcp requests scs MRI eligibility form as pt is needing lumbar MRI prior to a spinal fusion surgery. Hcp reports that pt has not used the scs in the last 2 years. Hcp states pt attempted to recharge the scs over the weekend as they are needing MRI soon but could not get the scs to recharge.